Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache ("nocturnal headache"), 1 month 31 days after insertion of essure. On (B)(6) 2016, the patient experienced neck pain ("chronic neck pain") and back pain ("chronic dorso-lumbar pain"). On (B)(6) 2016, the patient experienced spinal osteoarthritis ("arthrosis at the base of the sacro-iliac joints"). On (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("arthralgia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, headache, neck pain, back pain, spinal osteoarthritis, metrorrhagia and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, headache, metrorrhagia, neck pain and spinal osteoarthritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2016: osteoarthritis of the inferior sacroiliac joints. No signs of an inflammatory localization. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2017-03221) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache ("nocturnal headache"), 1 month 31 days after insertion of essure. On (B)(6) 2016, the patient experienced neck pain ("chronic neck pain") and back pain ("chronic dorso-lumbar pain"). On (B)(6) 2016, the patient experienced spinal osteoarthritis ("arthrosis at the base of the sacro-iliac joints"). On (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("arthralgia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, headache, neck pain, back pain, spinal osteoarthritis, metrorrhagia and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, headache, metrorrhagia, neck pain and spinal osteoarthritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2016: osteoarthritis of the inferior sacroiliac joints. No signs of an inflammatory localization. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.